Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (22) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 7044864. Customer states that there is an uneven needle surface and the first scale marks are lower than it should be and the thickness of scale marks are irregular. All returned syringes were examined under the microscope and no defects were observed on the cannula. All samples were also tested with the plug gauge and all scale marking placements fell within specifications. All scale markings were observed to be clearly printed on the barrel without any observed defects. A review of the device history record was completed for batch # 7044864 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200683852] noted that did not pertain to the complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint for cannula damaged and scale misaligned on lot # 7044864. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, cannula damaged, scale misaligned) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 22 bd insulin syringes with the bd ultra-fine¿ needle had irregular scale markings that were noticed before use. The following information was provided by the initial reporter: "the needle surface are uneven. The first scale marks are lower than it should be. And the thickness of scale marks are irregular. So the customer couldn't measure insulin accurately. He said that about half of a box is defective."